Manufacturer narrative:
DHR review: the complaint lot#2049253 is (B)(4), and assembly in suzhou plant1 during 2022/03/22, lot quantity is 24066ea review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found review the product assembly record, no nonconformities, deviations or rework activities for this lot return sample analysis: no defect sample returned, no photos provided retain sample test: sampling 2ea from the retain sample of the same lot to do check needle/catheter component assembly status, and do flashback test, all inspection result and function test result are within product specification, refer the attachment for the test report possible cause analysis: based on the reported information, needle is clogged and the needle/guide wire is fail to withdrawn. Possible causes for needle clog issue may including: 1. Fm in cannula 2. Stylet/cannula crimping position is incorrect, stylet inserted into cannula possible causes for needle/guide wire fail to withdrawn may including: 1. Needle lubrication status is out of specification 2. Stylet surface knurling is poor, big friction between stylet surface and tubing we cannot identify the correct failure mode without defect samples or photos which can show the typical defect feature. The retained sample test result is within product specification and cannot reproduce the reported defect, so the root cause for this cause is no clear so far. H3 other text : see narrative

Event description:
Material number updated from 383318 to 383328 based on the follow-up. Material# 383318 does not match with given batch number 2049253

Event description:
No additional information provided.

Manufacturer narrative:
DHR review: the complaint lot#2049253 is (B)(4), and assembly in suzhou plant1 during 2022/03/22, lot quantity is (B)(4) ea. Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found review the product assembly record, no nonconformities, deviations or rework activities for this lot. Return sample analysis: no defect sample returned, no photos provided. Retain sample test: sampling 2ea from the retain sample of the same lot to do check needle/catheter component assembly status, and do flashback test, all inspection result and function test result are within product specification, refer the attachment for the test report possible cause analysis: based on the reported information, needle is clogged and the needle/guide wire is fail to withdrawn. Possible causes for needle clog issue may including: 1. Fm in cannula. 2. Stylet/cannula crimping position is incorrect, stylet inserted into cannula. Possible causes for needle/guide wire fail to withdrawn may including: 1. Needle lubrication status is out of specification. 2. Stylet surface knurling is poor, big friction between stylet surface and tubing. We cannot identify the correct failure mode without defect samples or photos which can show the typical defect feature. The retained sample test result is within product specification and cannot reproduce the reported defect, so the root cause for this cause is no clear so far.

Event description:
It was reported that bd saf-t-intima prn yel 24ga x 0.75in needle broke. The following information was provided by the initial reporter; syringe driver reported to have been occluding and causing syringe driver to alarm and stop. In first instance on late shift reason for occlusion not seen however following day issue occurred again and on checking line in day light noted wire in giving set . Tried another set and on checking the other new device set saw also wire used to remove needle had snapped in tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) follow up #2 report for correction. Annex a code was incorrect in the initial supplemental MDR. Annex a code should be a0401 - break (1069). Annex f code was incorrect in the initial supplemental MDR. Annex f code should be f26 - no health consequences or impact.